Event description:
Account reported to dade behring that insufficient growth (no results) occurred over past week, on gram positive overnight panels with the identified prompt lot. Alternate inoculum methods and alternate prompt lot were used and the account had no issue with them. There was no report of injury or illness associated with this issue.

Manufacturer narrative:
Evaluation: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusion: investigation has not been completed.